Manufacturer narrative:
Continuation of d10: product ID b3301542 lot# serial# (B)(6) implanted: (B)(6) 2023: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3301542, serial/lot #: (B)(6), ubd: 17-nov-2024, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that their healthcare provider (hcp) informed them that one of their leads was not working properly, preventing the device from being put into MRI-compliant mode. The patient reported that the hcp indicated abnormalities in the impedance of the left vin electrode 0, which precluded MRI compatibility. The patient was unsure when the impedance issue was discovered and expressed confusion about the hcp's explanations. When asked about the managing healthcare provider for the device, the patient stated they did not know but mentioned working with a nurse practitioner. The patient mentioned having an appointment, likely next week, with the (B)(6) va, which implanted the dbs, and anticipated seeing a manufacturer representative (rep). The patient expressed hope that surgery would not be necessary to correct the issue. Additionally, the patient reported worsening balance issues, which they were unsure were directly related to the dbs surgery. They noted a history of balance problems but described a significant increase in falls, including a series of five falls in one night shortly after returning from portland post-dbs surgery, one of which required ems assistance. The patient mentioned discussing the balance issue with their hcp, who confirmed that the balance problem was not new by reviewing the patient's charts. However, the patient emphasized that the frequency of falls had increased. The patient was redirected to their healthcare provider to further address the issue.